Event description:
It was reported the patient has been without stimulation for approximately 6 months and is unable to communicate with or charge his ipg. The patient indicated he had not charged his ipg since the loss of stimulation occurred. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.